Event description:
The son of a (B)(6) male pt called zoll customer support to report that he was receiving frequent adjust belt alarms and that wires were exposed on the pt's electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarms, exposed wires) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cable connecting ECG "c" and ECG "d" was pulled, causing the cable insulation to break and damaging the red (-5v), orange (lead 2-), and brown (lead 1-) wires. The root cause for the pulled cable could not be positively identified but was likely physical abuse. No adverse event resulted form the open wires. The pt received a replacement electrode belt.